Manufacturer narrative:
Additional information was received that there were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media and the contrast to saline ratio used are unknown. It is also unknown if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. It is also unknown if the catheter was ever in an acute bend or if the catheter kinked while being used. It is also unknown if the balloon catheter removed easily from the vessel or from the other devices. During a percutaneous transluminal angioplasty (pta) of a 90% occluded lesion in the left shunt vessel with moderate calcification and heavy vessel tortuosity, a 3mmx4cm saber pta balloon catheter (bc) ruptured at 8 atm (eight atmospheres). It was replaced with another balloon to complete the procedure and there was no patient injury. After the lesion was initially crossed with a guidewire, the saber balloon was delivered to the lesion and inflated. However the physician felt something abnormal with a pressure of an indeflator and it was confirmed that the balloon ruptured at 8atm as blood was observed in the balloon. Therefore it was removed from the patient and another new saber pta (3mmx2cm) was used instead. The procedure finished successfully. ¿the physician commented that the same issue occurred with a saber pta before and that time it was changed to another one and sized up. They should be able withstand pressure more. The shorter balloon was used to complete the procedure and there was no problem with that. So the physician will take care for selection of size. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media and the contrast to saline ratio used are unknown. It is also unknown if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. It is also unknown if the catheter was ever in an acute bend or if the catheter kinked while being used. It is also unknown if the balloon catheter removed easily from the vessel or from the other devices. The product was returned for analysis. One non sterile catheter saber 3mmx4cm 90cm bc was returned. Per visual analysis the balloon was received deflated and appeared to have been inflated. No other damages were noted in the device. A leak test was performed and no leakages were noted. A device history record (DHR) review of lot 17100941 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was not confirmed by analysis of the returned device. The exact cause of the reported event could not be confirmed. The device performed as intended and therefore could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). Guidewire (aquasilk,cordis). Indeflator (everest, medtronic). The device was returned for analysis but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During percutaneous transluminal angioplasty (pta) of a 90% occluded lesion in the left shunt vessel with moderate calcification and heavy vessel tortuosity, a 3mmx4cm saber pta balloon catheter ruptured at 8 atmospheres (atm). It was replaced with another balloon to complete the procedure and there was no patient injury. After the lesion was initially crossed with a guidewire (aquasilk, cordis), a the saber balloon was delivered to the lesion and inflated. However the physician felt something abnormal with a pressure of an indeflator (everest, medtronic) and it was confirmed that the balloon ruptured at 8atm as blood was observed in the balloon. Therefore it was removed from the patient and another new saber pta (3mmx2cm) was used instead. The procedure finished successfully. &#50440;e physician commented that the same issue occurred with a saber pta before (see related complaint) and that time it was changed to another one as size up. There should be able withstand pressure more. The shorter balloon was used to complete the procedure and there was no problem with that. So the physician will take care for selection of size.